Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was not reported. On an unreported date, the patient received unspecified treatment (not further specified) for peritonitis. Physioneal and extraneal therapies remained ongoing. At the time of this report, the patient is recovering. No additional information is available.